Event description:
Healthcare professional(hcp) reported that patient was injected with 1 syringe of juvéderm® volbella¿ with lidocaine into nasolabial fold. Eleven months later, patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine into ck1, ck2, and ck3. Eleven days later, patient was injected with 1 syringe of juvéderm® volift¿ with lidocaine into nasolabial fold. Four months later, patient was injected with 1 syringe(0.5 ml per side) juvéderm® volux¿ into mandible angle. Five months later, patient was injected with total 11 syringes of juvéderm® volux¿; 1 syringe(0.5 ml per side) at the supraperiosteal jaw angle, 2-3 syringes in jw1, 4th syringe 0.5 ml in left jw2 and right jw3, 5th syringe 0.5 ml in left jw2 and left jw3, 6th syringe in right jw3, 7th syringe in left jw3, 8th syringe 0.5 ml per side in jw3, 9-10th syringes in jw4 and jw5, and 11th syringes in 0.2 ml in right c5, 0.2 ml in left c5, 0.2 ml per side in c2, 0.2 ml in jw4 and jw5. About twenty-five days later, patient developed an area of ¿hair thinning¿. Two months later, the patient experienced a ¿fever¿ and ¿increase volume¿ in the jaw region. Two days later, the patient went for a beard transplant and when the doctor pressed, a lot of ¿serohematic secretion¿ came out, with ¿gelatinous material drained along with slightly yellowish secretion¿ upon incision to insert the follicle. The next day, the healthcare professional found ¿mild edema¿ in the jaw with a ¿slight sensation to palpation¿ closer to the angle. An ultrasound with doppler was performed which showed a ¿collection of the entire filler region, as if there was a reaction to the injected product.¿ an ultrasound-guided puncture was performed which shows only a small amount of serohematic secretion was obtained along with a manual expression that was unsuccessful. Hcp initiated to dissolve the filler due to risk of worsening condition. Secretion culture and gram staining was negative, despite fever and inflammation. Hair regrowth in affected area is being monitored. All syringes has been discarded. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6),(emdr-(B)(4)., (B)(6),(emdr-(B)(4).), (B)(6),(emdr-(B)(4)., and (B)(6)(emdr-(B)(4). This emdr is being submitted for the fifth suspect product, juvéderm® volux¿,

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.